Event description:
A man with previous coronary bypass procedure 1986 and subsequent angioplasties and stenting, he underwent cardiac catheterization with percutaneous transluminal angioplasty stenting in 2007 for angioplasty of his patent, but diseased saphenous vein graft to the circumflex marginal. This procedure was unable to be re-dilated and on the second stent attempt, the balloon ruptured and became dislodged and not retrievable. Surgical consult obtained. Representative from cordis cardiology aware of balloon failure. Diagnosis: diseased saphenous vein graft.